Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the failure modes will be monitored and trended.

Event description:
The user facility reported a 71-year-old asian male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, and the patient's right lower extremity was mottled, cold, with no doppler pulses. Care team opted to leave the impella as is since the patient's neurological status is in question and device is expected to be removed in a day or two.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. The root cause of the limb ischemia was not determined as the necessary clinical information was not provided and the device was not returned.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noticed that the patient's family decided to withdraw the care, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.